Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Reporter phone: (B)(6).

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear connector where the product occluded midway through the case. Staff are finding that their fluids stop running and they just remove them and have their fluids running directly to the cannula. This is corroborated by recovery who say they are seeing less patients coming out with them. No report of patient harm.